Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. A review of the instructions for use found that there is an inherent risk of post-tonsillectomy hemorrhage associated with this procedure. Clinical evaluation was completed and concluded that it has been communicated that no clinical documents are available. Therefore, no thorough clinical assessment of the reported issue can be rendered. Should additional information be provided, the clinical/medical investigation task will be reopened. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a tonsillectomy procedure with a "coblation halo wand", the patient experienced a postoperative bled from the inferior pole. As a result, the patient was readmitted to the hospital for a revision surgery to stop tonsil bleeding using a bovie device. No further complications were reported. The patient current status is normal. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.